Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the missing pieces of plastic on the insulin pump. Customer's blood glucose level was unknown. Customer stated the insulin pump does not show signs of physical damage. Customer reported that the reservoir was unable to lock in place when inserted into insulin pump. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will not be returned for analysis.